Manufacturer narrative:
Investigation summary - bd received 1 photo for investigation. A visual examination of the photo revealed air bubbles in the gel, with no foreign material visible on the tube. Additionally, 100 retained samples were visually inspected, and one tube was found to have a bubble, but no foreign material was identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. This complaint has not been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units there were gel bubbles in the separator of 174 tubes, and foreign matter in 254 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units there were gel bubbles in the separator of 174 tubes, and foreign matter in 254 tubes. No adverse impact was reported regarding the patient or user.